Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 implantable tachy lead 2014 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead pacing and high voltage impedance dropped and was low. It was also reported that the rv lead sensing value dropped. The patient was sent for a chest x-ray to determine if the rv lead moved or there was a loose set screw with the implantable cardioverter defibrillator (ICD) was causing the issue. A chest x-ray will be done again and determine if surgical intervention is required. Additional information was received indicating that no intervention was done and the measurements returned to normal limits. The rv and ICD lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.